Event description:
It was reported that the patient with this artificial urinary sphincter experienced incontinence. Sub-cuff atrophy was suspected as the device was fully functional. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter cuff at our quality assurance laboratory, the component underwent a thorough analysis. The cuff was visually inspected, and leak tested. No damage or abnormalities were identified. Based on the information available and analysis results, a device issue was not confirmed. Atrophy and incontinence are known inherent risks of the device.

Event description:
It was reported that the patient with this artificial urinary sphincter experiencing incontinence. Sub-cuff atrophy was suspected as the device was fully functional. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.